Manufacturer narrative:
(B)(4). Patient age estimated, reported as (B)(6). There was no reported device malfunction and the product was not returned. Death is listed in the promus everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the index procedure was (B)(6) 2010 due to a positive stress test and the subject received one promus drug-eluting stent to the heavily calcified, 95% stenosed mid right coronary artery (rca). Residual stenosis was 0 % with timi 3 flow. On (B)(6) 2010, the subject was discharged from the index hospitalization. The subject was withdrawn from the study by the primary investigator on (B)(6) 2012. A vital status search at the end of the study showed that the subject was deceased; the circumstances or the cause of death was not specified. Additionally, it was reported that the subject died on (B)(6) 2013. No additional information was provided.